Manufacturer narrative:
The implant date has been added. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient receiving infumorph (10 mg/ml at minimum rate mode) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The rep reported that the wrong drug concentration was ordered and the patient's pump was filled with 10 mg/ml at new pump implant. The pump had been running at minimum rate mode since then because the desired dose could not be programmed at the higher concentration. It was reported that there were no symptoms from the device or therapy as the patient hadn't started receiving drug yet. The rep stated that the patient had delirium and the hcp stated that the delirium was from the anesthesia given to the patient due to surgery. The pump was going to be refilled with the desired concentration and the desired dose was going to be programmed on (B)(6) 2016. The new concentration was reported as 5 mg/ml and the dose was reported as ¿.24/day.¿ additional information provided by the rep on 2016-03-14 indicated that the issue had been resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.